Event description:
Pt reported presence of severe infection that caused incision to "blow up" and turned necrotic. Incision had to be excised which left a "gaping hole" in the lower abdomen. Incision was packed to 5 months with dakins solution until it closed.